Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer displayed an error code following a reboot after the installation of the protecta software. The rep rebooted the programmer, and the error cleared. A long boot time was also reported. No patient involvement.